Manufacturer narrative:
The exact lot number used in this incident is unknown. Two potential lot numbers were provided as follows 4149642 - device expiration date: 5/31/2019, device manufacture date: 5/29/2015; 5005799 - device expiration date: 1/31/2020, device manufacture date: 1/5/2015. (B)(6). A sample is available for evaluation but has not been received. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that air bubbles entered a central venous catheter while using a bd q-syte. No serious injury or medical intervention was needed.

Manufacturer narrative:
Device evaluation: result - the device history record for subassembly lot numbers 5009692 and 5009693 were reviewed. The inspections as defined in the control plan at that time were conducted and the results were within specification. Two unused samples were received; one unit is from lot 4149642 within a sealed package and one unit from lot 5005799 within an open package. Both units were intact with the blue dust cap in place. A visual/microscopic examination was performed. There were no anomalies or damage observed to any of the external areas of the returned q-syte units. On both returned units, the slit at the septum top disk was in the correct position (centered) and there was no damage to the slit or the face of the disk. The units had no tears to the column wall. Iso standard measurements were conducted on the t dimension (maximum distance from the tip of the male lock fitting to the bottom of the first completed thread form of the internal thread) and p dimensions (minimum projection of the nozzle from the collar) and both q-syte units were within specifications. An iso air bubble test was performed and introduction of air bubbles was not observed in the either the actuated or un-actuated positions during testing of the q-syte units. A water leak test was conducted by attaching the iso luer to each unit and performing the leak test in the actuated and un-actuated positions. Leakage was not observed in either the actuated or un-actuated positions during testing of the q-syte units. The units were dissected for evaluation of the septum bottom disk. On both units, it was observed that the slit at the septum top disk was in the correct position (centered) and there was a tear at each end of the slit at the septum bottom disk. This type of damage is normally attributed to incorrect usage or excessive actuations and extraneous force. In-process inspections are conducted during the manufacturing process to identify issues that could adversely affect product performance. Conclusions - the customer's reported failure mode could not be confirmed based on the returned samples. Confirmed the q-sytes had a tear(s) at one or both ends of the slit at the septum bottom disk. Confirmed the ¿t¿ and ¿p dimensions were within specification on both q-syte units. It was confirmed there was a successful connection between the returned q-syte units and the bd iso standard luer (leak test device) and iso standard syringes; no resistance was met. Confirmed no leakage occurred when the fluid and pressure testing was performed during this testing. Confirmed no bubbles were observed during testing. Cause for the tear(s) at the slit of the septum bottom disk could not be established. This type of damage is normally attributed to incorrect usage or excessive actuations. In-process inspections are conducted during the manufacturing process to identify process changes that could contribute damage. The defects described by the customer were not identified or confirmed with the q-syte units provided for this incident. Therefore a definite root cause could not be established and the q-syte units met specifications.

Manufacturer narrative:
Device evaluation: the subassembly lot number 5009692 and 5009693, which were mentioned in the first follow up supplemental (ref (B)(4)), are subassembly lot numbers for the reported lot number 5005799. The device history record for subassembly lot numbers 4149975, 4149981 and 4156679 were reviewed. These reflect the subassembly lot numbers for the reported lot number 4149642. The inspections as defined in the control plan at that time were conducted and the results were within specification. There were no associated quality notifications with any of the batches.